Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited decreased r-waves and increased thresholds, within normal limits, nearly one week post-implant. A few weeks after this decrease, the rv thresholds stabilized. A micro-dislodgement was suspected due to the change in electrical measurements. This patient is being followed up via remote monitoring and a follow-up for device check is scheduled within three months. Additional information was received indicating that a revision procedure was performed and this lead was surgically abandoned due to noise and high pacing threshold measurements. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited decreased r-waves and increased thresholds, within normal limits, nearly one week post-implant. A few weeks after this decrease, the rv thresholds stabilized. A micro-dislodgement was suspected due to the change in electrical measurements. This patient is being followed up via remote monitoring and a follow-up for device check is scheduled within three months.